Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported finding a fluid leak following his treatment. The cycler had alarmed during treatment. He completed treatment. When removing the set she found fluid behind the cassette door. She was advised to contact the patient's pd nurse. The set was retained and is being made available for evaluation. During f/u the patient reported that he is in good health and was not prescribed any antibiotics. No adverse event reported at this time.